Event description:
Surgeon said femoral stem was loose and there is poly wear.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown femoral stem. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.